Manufacturer narrative:
A product development evaluation was completed: the part was received with no visible damages. The handpiece works in all modes. The magnet of motor was loose. It fell off after disassembling. No product design issues were discovered. A manufacturing evaluation has been requested to further investigate the complained issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2014 the power device failed and would not function. Surgeon was able to complete the procedure successfully with no reported delay and no patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the inspection of the returned device performed as part of the manufacturing investigation reported normal wear. The colibri device was tested according to the service manual 532.001/532.010 pre- repair diagnostic assessment/ repair verification se_053351 rev aq. The device passed all applicable test positions without any finding. A review of the service report for this article was conducted and it reveals that this article has not been returned to synthes for service since it was purchased in 2012. Synthes recommends that the device be regularly "once a year" serviced by the original manufacturer as per the care and maintenance section in the instructions for use manual for this article. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/ explanted. Investigation could not be completed and no conclusion could be drawn as no device was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.